Event description:
Procedure type: low anterior resection. According to the reporter: a purstring was used prior to firing the device, after firing a staple was wedged in the anvil and would not release. While trying to pull the device off tissue to remove it, the tissue tore. A new transection was done on the lower rectum and a new device of different kind was opened to complete the procedure. Surgery time was extended approx. Forty-five minutes. No excessive bleeding was reported.